Manufacturer narrative:
(B)(4) ¿ a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. (B)(4) ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and death.¿ additionally, per IFU, the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in patients with penetrating ulcers.

Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of esophageal compression due to a distal arch penetrating aortic ulcer using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, follow-up examination reportedly revealed a rupture due to a stent graft-induced new entry tear at the inner curvature of the proximal edge of the gore® tag® device. On the same day, an emergency reintervention procedure was performed whereby an additional device was implanted proximally from zone 2 just distal to the left common carotid artery and covering the left subclavian artery. The patient tolerated the procedure; however, blood pressure reportedly was not recovered, and the patient expired the next day. The physician stated that the penetrating aortic ulcer was resolved by the thoracic endovascular treatment on (B)(6) 2021. However, due to the poor condition of the vessel at the proximal edge of the gore® tag® device, the dissection occurred, which led to the rupture. The penetrating aortic ulcer was reportedly thrombosed, and there was almost no anterograde blood flow at the left subclavian artery. The landing zone from the left subclavian artery to the penetrating aortic ulcer (approx. 20cm) was considered to be adequate; however, it was fragile. The patient¿s autopsy reportedly showed an aorto-esophageal fistula. It was not determined whether the fistula was device related.